Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the catheter had to be replaced due to a leak. After removal the doctor in charge cut the catheter in several places to find out where the leak was coming from. It was discovered that there was a blockage in the hub that was replaced. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint a leak was confirmed but the root cause could not be determined. The product returned for evaluation was two 4fr sl groshong catheters. One of the catheters was returned with only the two-piece connector and the other was returned with the two-piece connector and the catheter tubing; however, the tubing was cut into 6 segments. The returned components were leak tested by flushing with water using a 12ml luer lok syringe. During testing, a leak was observed on one of the proximal two-piece connectors, between the distal end of the red luer hub and the extension tubing. No other leaks were observed on any of the other components. Inspection of the leak site found that the red luer hub was not fully inserted into the extension tubing, likely causing a loose fit between the components. The luer hub was advanced into the extension tubing and re-tested for leaks. The luer hub was able to be inserted into the extension tubing with some force and was found to form a tight fight with the extension tubing and white compression sleeve. Leak testing the components again found that luer hub junction no longer leaked. While the returned unit was confirmed to leak, the features observed did not provide enough evidence to determine when the luer hub and extension tubing separated. Therefore, the root cause remains unknown.